Event description:
I had essure implanted in (B)(6) 2011, almost immediately I began to have pain. Initially it felt like a sharp pain deep inside that then spread out to the lower right side of my back. I also felt extremely fatigued. I went to my gp concerned that something was wrong. My doctor felt that I was tired because I had four children, advised I take a sleeping aid and needed to see a masseuse to help me relax by a chiropractor for my back. Beginning in (B)(6) 2012, I began regular visits to a massage therapist who specialized in sports injury since I had been working out regularly prior to essure and was in excellent shape. No matter how she tried, she could not reach or relieve the pain I felt which only continued to get worse. After about 6 months, ((B)(6) 2012) she referred me to an acupuncturist to attempt to relieve my pain. After a year of acupuncture, the pain was not getting better. I returned to my gp who eventually ordered an MRI done on (B)(6) 2013. Nothing was found that substantiated my pain. In (B)(6) of 2013, my gp sent me to a back doctor who could not explain my pain and we decided to try a cortisone shot in my back which subsequently offered no relief. I continued with acupuncture for a year with no relief through (B)(6) 2014. During this time, other symptoms arose, cramping, headaches, rapid heart beat, numbing and tingling in my legs, a sensitivity to electric heating pads, headaches, severe bleeding for sometimes almost an entire month so bad that I could not leave the house, chronic fatigue, feeling constantly ill, hair loss. I began to think I had a terrible disease. I went back to my gp who had no other ideas as to why I was in so much pain and felt unwell. I was taking ibuprofen and tylenol on a daily basis all day to attempt to control the pain. Finally, in (B)(6) of 2014 my obgyn performed an ablation to try to stop my heavy menstrual bleeding as I was bleeding almost 20 or more days out of the month and in dire pain. The bleeding stopped but the unbearable pain continued. In (B)(6) of 2015, I was brought to the ER with a headache that would not go away and light sensitivity where they gave me a CT scan and took spinal fluid, all was clear. I began to believe I had an auto immune disease and asked my gp to refer me to a specialist for testing. All tests came back negative. In (B)(6) of 2016, I started to feel like my ovary area on my right side felt like it was going to rupture or had ruptured. I called my obgyn to get in immediately. I told my husband and dr. That I felt as though perhaps all of my pain and symptoms were coming from my essure coils and wanted to have them checked. The obgyn ordered an ultrasound and told me everything looked fine. She also told my husband and I that she was 99.999 percent sure that it was not the essure and told me that I might have pelvic inflammatory disease or a very rare case of a std. My husband and I were horrified at her suggestion and nothing made sense. My gp ordered another MRI in (B)(6) 2016 confirming there was no other reason for my back pain. The more we thought about when all my problems began and started to do research, the more we connected it to the essure implantation. I have just now discovered through our own diligent research that thousands of women have been complaining of exactly the same side effects and issues. There is absolutely no doubt left in our minds that the health issues I am experiencing are due to the essure device. We are now attempting to find out what the next step is in having them safely removed. I beg you to please take this product off the market to save other women from the horrendous pain and side effects this device may cause them.